Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a 36-year-old female patient. The patient had no known autoimmune diseases or allergies and was not pregnant. According to the patient, everything was normal. The patient had previously received treatment with botox to the upper face, forehead and crow's feet. On (B)(6) 2024, the patient received treatment with 10 ml of sculptra to the face, 5 ml to each side, using a cannula from entry points as per protocol (unknown lot number and injection technique) for improving skin quality. The sculptra was diluted using 5 ml of water for injection [water for injection], then again with 3 ml of water for injection and 2 ml of lidocaine [lidocaine]. The sculptra was injected using cannula (intentional device misuse). Two weeks after the treatment, in (B)(6) 2024, the patient visited the physician for botox touchup, and everything went well. On (B)(6)2024, the patient experienced severe inflammation (implant site inflammation) with swelling (implant site swelling), redness (implant site erythema), and was painful (implant site pain) in the whole face including the cheeks, chin and nasolabial folds on both sides. The patient went to hospital for the first episode and received unspecified treatment from another physician. On (B)(6) 2025, the patient experienced a second episode with general symptoms and high wbc (leukocytosis). In (B)(6) 2025, the patient was hospitalized for one week and treated by another physician. The patient never came back to the reporting physician despite multiple requests. The physician was unaware of the diagnosis and treatment. Outcome at the time of the report: inflammation was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Redness was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. High wbc was unknown. Sculptra was injected using cannula was recovered/resolved.

Manufacturer narrative:
The serious expected events of inflammation and swelling at implant site and the non-serious expected events of erythema and pain at implant site and the non-serious unexpected event of leukocytosis were considered possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. A more specific cause for the event of leukocytosis cannot be established based on the available information. The sculptra was intentionally misused with regards to needle type. The case meets the criteria for expedited reporting to the regulatory authorities.